Event description:
During a standard dental treatment the handpiece got hot but did not cause any burn. Pt recognized the heat up. Dental office does not recall the pt date, hence data can't be supplied.

Manufacturer narrative:
The analysis did show that the bearing have been worn out and the chuck did hold the bur anymore. The handpiece has not been serviced since 2009. The heat up was reproducible during a short test run. All findings are the result of the normal wear process. The worn bearings cause a higher friction and hence an increase of temperature. Reported due to the 2 year presumption rule.